Event description:
The customer reported the evis exera iii video system center monitor blacks out or display black and white flashing. The customer performed testing and concluded that the device was faulty. The event occurred during an unknown, diagnostic procedure. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the image being displayed intermittently could not be identified. Olympus will continue to monitor field performance for this device.